Manufacturer narrative:
H3: the pipeline flex shield device and phenom 27 catheter were returned for analysis. The pipeline flex shield braid was not returned. The pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was found to be stretched. No kinks or bends were found on the pusher wire. Based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ could not be confirmed, as the pipeline flex shield braid was not returned with the pusher wire. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was moderate and the pipeline had not been placed in a vessel bend, ruling the user deploying the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the failure to open complaint. Since the braid was not returned, any contribution of the braid to the failure to open could not be determined. Additionally, the damage to the hypotube (stretched) suggests that a high force was used. The damage may have occurred when the customer attempted to advance or retrieve the pipeline flex shield device through the phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline tip failed to open, and the phenom 27 catheter experienced resistance in the middle section. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm in the right c6 segment with a max diameter of 5.2 mm and a 3.8 mm neck diameter. The landing zone was 3.8 mm distally and 4.3 mm proximally. The access vessel was the right femoral artery and the diameter was 7 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Pru level was 2. The angiographic result post procedure showed a right internal carotid c6 segment aneurysm. It was reported that after angiography, the aneurysm treatment was confirmed. The surgeon first placed the stent microcatheter in place, then inserted the spring coil microcatheter into the aneurysm body. After filling the spring coil, the spring coil microcatheter was withdrawn and the pipeline was delivered. The stent tip was positioned at the internal carotid bifurcation and it was ready to withdraw the phenom 27 microcatheter to deploy the stent. However, the tip could not be opened. After deploying 10mm position, the tip still could not be opened. The stent was retrieved and deployed again, but the tip still could not be opened. The surgeon retrieved it again and sent the stent microcatheter to the a1 horizontal segment, ready to be pulled back to the internal carotid bifurcation after deployment. However, after deploying the stent at the horizontal segment, the tip opened a little. It was pulled back to the internal carotid and continued to deploy. When it was deployed to the c5 position, the tip became x-shaped and the mid-segment flattened. It was then discovered that the guidewire position of the stent was being retracted and the stent was dislodged. The surgeon raised the microcatheter and was unable to retrieve the stent. Then the intermediate catheter was used to raise and retrieve the stent to the c5 position. The intermediate catheter was then withdrawn from the body with the stent microcatheter, and stent. It was discovered that the stent was dislodged, so the phenom 27 and pipeline were replaced and the surgery was successfully completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and was not used off-label. The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d9, h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined.the distal section of the pipeline did not open, and it had not been placed in a vessel bend when this occurred. Additional steps were attempted to open the pipeline, including swinging the stent microcatheter and pusher rod back and forth and increasing tension on the entire system, but these efforts were unsuccessful.